Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was fractured, the defibrillation conductor was distorted and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv)lead had high impedance and an apparent fracture. The lead integrity alert triggered. The lead was replaced. No patient complications were reported as a result of this event.